Manufacturer narrative:
Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was cracked. Customer's blood glucose was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.